Event description:
Patient experiencing mid flexion instability and pain.

Manufacturer narrative:
An event regarding instability of a triathlon knee was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for evaluation. -medical records received and evaluation: all records were reviewed by a consulting clinician who indicated there was no evidence the event was related to factors of faulty component design, manufacturing or materials. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: based on the information provided, the reported event is likely the result of insufficient tissue balancing or patient factors. There is no evidence the persistence flexion instability of this total knee arthroplasty, which resulted in two revisions to regain soft tissue stability, was related to factors of faulty component design, manufacturing or materials.

Event description:
Patient experiencing mid flexion instability and pain.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon femoral distal augment 10mm - size 6 left, cat# 5541-a-601, lot# jeuk; triathlon femoral distal augment 10mm - size 6 left, cat# 5541-a-601, lot# hymg; tri post augment sz6 5mm, cat# 5543-a-600, lot# kxby; tri post augment sz6 5mm, cat# 5543-a-600, lot# izdm; triathlon cemented stem-15mm x 50mm, cat# 5560-s-115, lot# m9m9d; no 5. Triathlon ts plus tibial insert x3 poly 16mm, cat# 5537-g-516, lot# mldxvm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.